Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: canada. A serial number was not provided, d4 catalog number, serial number and UDI unknown; h4 unknown.

Event description:
It was reported that the parmguard servers were being upgraded. Per reporter, during the cut over window when the pump was disconnected from the server, the pump exhibited a "system advisory: battery communication timeout" message and shut down during infusion. Reporter stated that they spoke with clinical engineering who indicated that this is a known issue to be resolved in the next firmware update. It is unknown if there were any adverse patient effects.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. No product serial number was provided, therefore, no review of manufacturing device history records could be conducted. The reported issue could not be confirmed. The investigation determined that the most probable cause for the reported issue would have been excessive wireless network activity in the operating environment, which can interfere with the smart battery status functions. If the product is returned, the manufacturer will reopen this complaint for further investigation.